Event description:
Tip of needle on suture used in procedure broke off. Surgeon inspected and utilized imaging to locate and remove broken piece of needle. Patient was under anesthesia approximately and additional 1 to 1.5 hours while searching for this broken piece. No patient harm and piece was removed.